Event description:
Verres needle would not push gas into abdominal cavity. Hose itself was working. Apparatus seemed blocked. No adverse event injury to the pt. Reason for use: laparoscopic low anterior resection.